Event description:
An administrator reported following an intraocular lens (iol) implant procedure, the patient experienced star bursts and visual disturbances. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was there was a scratch on the intraocular lens that was affecting patient vision. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The associated product information was not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The sample was not returned for an evaluation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The initial report description indicated that there were starbursts and visual disturbances. The clinical reason given was that there was a scratch on the intraocular lens that was affecting the patient's visual acuity. The associated product information was not provided. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs that a qualified company delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up was provided that the surgeon did not explant the lens. The lens was adjusted in the eye and the symptoms resolved. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating explant was not performed as panned previously. The surgeon was able to adjust the lens and left it in place. Patient's symptoms were resolved.